Event description:
It was reported hcp attempted to do a side port cerebrospinal fluid (csf) draw but missed side port and instead aspirated serous fluid from pocket. Later priming bolus was set up to displace csf from catheter, but since csf was never aspirated, it ended up overdosing pt with drug that was in the catheter. Pt was transferred to emergency room (ER) for treatment of baclofen overdose. It was noted there was no pt injury and pt recovered. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).